Event description:
It was reported that prior to a lap chole procedure, the device failed to pass the test. Another device was opened and used to perform the procedure. There was no patient involvement. After the procedure, troubleshooting was performed on the device and the handswitch did not work.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).